Event description:
It was reported that they were experiencing high blood glucose level. The customer's blood glucose at the time of incident was found to be 34 mmol/l. Customer's blood glucose at the time of call was 10.2 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode at the time of incident. Customer allege insulin pump was under delivering and they performed displacement verification test and self test and it was passed. Troubleshooting for high blood glucose was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.